Event description:
Information received from the field notes that during a routine follow-up, no ventricular capture was present in the bipolar and unipolar configurations and no r-wave sensing was seen in the bipolar configuration. At a previous follow-up, the lead was found to have moved. Since the patient had good conduction, the pulse generator was programmed to aair.

Event description:
The lead was repositioned.